Manufacturer narrative:
(B)(4) apply to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8709, lot# j10828r56, product type: catheter. Analysis of the 8637-40 found an anomaly - overinfusion of an undetermined root cause. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709 lot# j10828r56 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded morphine (7.5 mg/ml at 4.7489 mg/day) via an implantable infusion pump. It was reported the patient came in for a routine pump refill with no signs of withdrawal or increased symptomology on (B)(6) 2017. The expected reservoir volume (erv) was 4.7ml and the actual reservoir volume (arv) was 22ml. The device diagnosis was pump reservoir volume discrepancy. The decision was made to follow-up to see if the discrepancy continued or symptoms appeared. The follow-up visit on (B)(6) 2017 revealed an erv of 19.2 ml and arv of 35ml. The patient noticed increased spasms and muscular tone but not symptoms of withdrawal. Sideport aspiration was negative for cerebrospinal fluid (csf) flow. No new neurological changes or deficits were noted. The decision was made for replacement despite 38 months until elective replacement indicator (eri). It was later reported via a device manufacturer representative that the patient's pump was replaced and the catheter was revised on (B)(6) 2017 because the "pump was not infusion medication." The hcp had performed a catheter dye study and it came back unsuccessful so he had decided to have the pump segment of the catheter revised. The logs were checked and the representative did not see any anomalies. The representative was not sure why the pump was replaced if the logs were not showing any anomalies. It was noted the patient first started experienced increased pain. A volume discrepancy of erv of 27.5 cc and arv of 35 cc was noted. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.